Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient was possibly having an allergic reaction with intense pain and trouble walking. Surgeon will be performing an aspiration to verify if an infection is present, but this would be the second infection and if surgery is required to clean it out, it will be the 5th surgery. There is no further information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6: component code: head h11 medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the complaint is confirmed based on the medical record findings. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is experiencing intense pain and trouble walking. The surgeon is performing an aspiration to verify an infection is present and if so, this would require another procedure to clean it out which would be the 5th surgery. Unsure if a possible allergic reaction is present. The hip pain has the patient completely immobilized. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, e1: surgeon's name provided, e2, e3, g3, g6, h2, h6: additional health effect - clinical code provided, h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 suggested component code: mechanical (g04) - head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3 - event date - unknown day in july 2024.

Event description:
It was reported that the patient underwent a third revision procedure due to a staph infection resulting in intense pain and difficulty walking. There is no further information available at the time of this report.